Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited episodes of noise. No intervention was performed and the patient's condition was unknown.